Event description:
A malfunction was reported on the pump by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, and the customer successfully reset it without further issues. The customer chose to reload the cartridge and resume insulin delivery independently and understood to call back if the malfunction recurred.